Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call of customer's hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 37mg/dl. The customer's most current level was unknown. The customer was treated with glucose tablets. The doctor was assisted on suspending the customer's pump. No further information or assistance provided at this time.